Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was no electrode part. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that when the sensor was removed from the customer¿s body, there was no electrode part. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. See attached picture for details.